Manufacturer narrative:
The exact age of the patient is unknown however it was reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during unpacking, it was found that the handle portion of the forceps was broken. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the hemostat revealed one side of the handle to be broken between the hinge and finger ring. The fracture surfaces presented no voids in the material or other casting imperfections. It was noted that the condition of the returned unit was consistent with the complaint incident that the hemostat broke. Per the event information, the issue was noted during unpacking and outside the patient, therefore, the most probable root cause is "handling damage." A device history record (DHR) review was performed and revealed no issues related to the reported complaint. A lot history search was performed and found no other complaints against lot number 16274515 was found.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during unpacking, it was found that the handle portion of the forceps was broken. The procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.